Event description:
It was reported that rapid battery depletion was found. Device was interrogated and found to be at eri. In (B)(6), the device reported a remaining longevity of 4 years. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. The battery was returned to the vendor for further analysis. The device met all test specifications. The cause of the premature battery depletion could not be determined.